Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on the bd saf-t-intima¿ IV catheter safety system needle. The following information was provided by the initial reporter, translated from (B)(6) to english: "there was the foreign matter on the needle while opening the package"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-08. H6: investigation summary. A complaint of foreign matter was received from the customer. A sample and photo were provided to aid in the investigation of this defect. The customer complaint was confirmed during inspection of the provided photo. When the sample was being inspected, the foreign matter could not be found. A device history record review was completed by our quality engineer team for provided lot number 9238939. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Due to the foreign matter seen in the photo but not being able to be analyzed on the sample, a root cause could not be found.

Event description:
It was reported that foreign matter was found on the bd saf-t-intima¿ IV catheter safety system needle. The following information was provided by the initial reporter, translated from chinese to english: "there was the foreign matter on the needle while opening the package".